Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the service repair technician team indicates that there was a small edge chip on the glue of the light guide and objective lenses, and there was peeling on the cement on the objective and light guide lenses. There was no patient involvement.